Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller call and reported that customer has extremely high bgs. Stated that customer is currently in the hospital for highbgs. Bg t/s per dop. Patient's bg is 568 mg/dl. Nothing further reported.